Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's internal battery was not charging. The device's power management board was replaced to address the issue. Additionally, the front enclosure overlay was replaced due to scratches. Also the exhaust fan assembly, pollen filter, and 43 micron filter were replaced. Repair test, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's internal battery was not charging. The device's power management board was replaced to address the issue. Additionally, the front enclosure overlay was replaced due to scratches. Also the exhaust fan assembly, pollen filter, and 43 micron filter were replaced. Repair test, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. The power management board was sent to the philips product investigation lab for further testing. The lab technician determined that the power management board worked as designed. The lab technicians were unable to duplicate the internal battery error code and could not determine the underlying issue of why the code populated.